Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. (B)(4).

Event description:
It was reported that 2 syringe 1ml s/t w/ndl 26x5/8 rb were damaged before use. The following was reported by the initial reporter: "it was reported that two syringes were damaged. Event description per attached email states:¿ patient stated that her last order had 2 damaged syringes. Unknown if she missed any doses or had any adverse events due to the damaged syringes. It is unknown if she still has the damaged syringes on hand. Lot and expiration information was not provided. No further information given. , not elsewhere classified consent to contact the patient's hcp was not asked. All known information is contained on this form".